Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were six patient alerts for rv pace lead impedance between (B)(6) 2010 and (B)(6) 2012. The weekly pace lead impedance log data shows various spikes and increase for max v pace = 376 to 2384 ohms peak between (B)(6) 2010 and (B)(6) 2012. There were fifty ventricular nst<=190 ms between (B)(6) 2012.

Event description:
It was reported that the lead had varying and high impedance. It was also reported that there was a potential lead fracture. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.